Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the patient had discomfort at the upper back part of the patients body particularly on the incision site. The patient was given injections to the incision site and the patient was doing well.